Manufacturer narrative:
Initial and final MDR (B)(4)- MDR 3003442380-2024-30576 - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient faced two infusion sets cannula kinked events on 5-oct-2024. Both the events occurred after 3 hours of insertion and the insertion site was at abdomen. Both the sets were in use for less than 6 hours and the blood glucose level at the time of events was between 22.0 to 23.0 mmol/l. The patient resolved both the events by replacing infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.